Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port. This was likely the cause of the clinically observations reported.

Event description:
Additional information was received that this system continued to exhibit out of range impedance measurements. This patient subsequently underwent a revision procedure. It was reported that the pacing thresholds were high and there was noise observed on the pace/sense channel real time; however, was not sensed by the device. During the revision procedure the lead was tested through the pacing system analyzer (psa) and normal impedances and lead measurements were detected. The lead was connected back to the old device and impedance value was at 400 ohms with normal sensing and threshold. The physician electively replaced the device as it was part of the subpectoral implant advisory, initially communicated on december 1, 2009. A new ICD was successfully implanted while the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that a red alert was declared in latitude due to high out of range right ventricular (rv) pacing impedances being detected on this patient's implantable cardioverter defibrillator (ICD) system. No further information has been made available at this time.

Manufacturer narrative:
--

Event description:
Subsequent information indicates that the out of range impedance measurements were unable to be duplicated. There have been no adverse patient effects; therefore, the physician plans to continue to monitor this patient.